Event description:
During a coronary drug eluting stenting treatment procedure, a dissection occurred. The 80% stenosed lesion, located in the non tortuous, non calcified left anterior descending (lad) artery was direct stented with taxus liberte' 3.0x16mm drug eluting stent. The balloon was inflated to 10 atm's the diameter of the lad was 3.0mm. The stent was not post. Dilated. About five minutes post procedure, the pt felt chest pain. The physician decided to do a "control coronary angiography" and found a dissection at the dital part of the stent. Two bare metal stents were used to treat the dissection. No further pt complications occurred. Pt status is satisfactory. This product is only ous approved but is similar to a marketed us device.